Event description:
Drill bit was loaded into a stryker cordless power sys and being used in a pt's right hip. The drill bit broke off in the pt. The doctor decided to leave the bit in the pt. No medical treatment was required.

Manufacturer narrative:
Due to indication of pt injury, occurrence was determined to be reportable to the FDA.